Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing the antrum, there was poor staple formation and the staple line was incomplete at the distal part. Another reload was used to resolve the issue. There was no patient injury.